Manufacturer narrative:
The event occurred in the us. It was reported that the rotaflow console displayed the error message ¿head error¿ during patien treatement. The device was replaced with a new one and with no consequences to the patient. No harm to any person has been reported. The affected rotaflow console with s/n number (B)(6) was investigated by a biomed (authorized person in the hospital) and the "head error" could be confirmed. No parts has been replaced. The biomed determined the root cause as a operator issue which led to the reported failure. The device is back in clinical use. Based on these investigation results the reported failure "head error" could be confirmed, but no product related malfunction. The most probable root cause for the reported failure "head error" could be determined as: the head error follows the sig error. When the ultrasonic cream is applied (due to the sig error) to the flow bubble sensor and the disposable is moved close to the rota flow drive, the magnets in the centrifugal pump interfere with the sensors in the rota flow drive. This error can be overwritten by restarting the rota flow console. If the rpm / lpm is set to zero and the drive as well as the inserted centrifugal pump is shaken this causes magnetic uncoupling of the centrifugal pump and thus leads to the head error. This error can be overwritten by restarting the rota flow console. A device history record (DHR) review was performed on 2021-08-09. There is no indication that manufacturing issues occurred, thus production related influences are unlikely to have contributed to the reported failure. The rotaflow console in question was produced in 2016-01-30. In order to avoid reoccurrence of the reported failure, the sales and service unit (ssu) will be informed to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.3 / en / v14. Chapter 4.1.3: switch off the rotaflow console on/off switch before connecting the rotaflow drive to or disconnecting it from the rotaflow console. Otherwise the rotaflow console may be damaged. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in the us. It was reported that the rotaflow console displayed the error message ¿head error¿ during use. No more information provided. No indication of actual or potential for harm or death has been reported. Complaint ID: (B)(4).